Event description:
It was reported that during a shoulder procedure using a speedstitch suturing device, the jaw on the handle became rigid and was not closing properly. After a 30 minute surgical delay the procedure was completed using a competitive device. There were no significant delays or patient complications reported as a result of this event.

Manufacturer narrative:
The customer's complaint could not be verified, nor could a root cause be determined with confidence, as the device performed to specifications during functional testing. A potential root cause, although uncertain, could be caused by inappropriate manipulation of the tissue. IFU states the following: as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on this instrument. Excessive force can result in failure. Always actuate the speedstitch suturing device without a suture cartridge prior to clinical use. This will ensure that the tissue jaw lever, ratchet release button, and needle driver lever are functioning properly. Ensure that the suture cartridge is locked to the distal tip of the suturing device. Tug gently but firmly to assure lock. If suture cartridge does not properly engage, remove and discard suture cartridge. A surgeon should not begin clinical use of the device without reviewing the instructions for use and practicing the procedure in a skills laboratory. A back-up system should always be available to avoid any delay in surgery in case of a system failure.